Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es acting sluggish and have the icon that symbolizes connectivity issues. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it had been determined that the station had not been communicating and had failed to pull an ip address. The cable had been switched to another port, which allowed the station to obtain an ip address and link with the server. However, the second wall port could not be used as it was needed for a network printer. A field service engineer (fse) had reported that the hospital information technology team had resolved the port issue. The station had come online and had been accessible through remote smart service, resolving the issue. The system functioned as intended after the hospital information technology team resolved the issue.